Event description:
It was reported by the customer that they were experiencing issues with balloons not inflating and leaking. On one occasion, it was difficult to remove the foley catheter from the patient.